Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received three appropriate treatments and two inappropriate treatments. The device was started up at 09:05:18 on (B)(6) 2025. At 12:07:21, an arrhythmia was detected. ECG shows vt @ 260 bpm. At 12:07:56, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 290 bpm. Post shock rhythm was svt @ 190 bpm. At 12:08:30, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was nsvt. At 12:09:04, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was nsvt. At 12:10:26, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 260 bpm with tactile artifact. Post shock rhythm was sinus bradycardia @ 50 bpm with tactile artifact and pac¿s. At 13:12:03, an arrhythmia was detected. ECG shows vt @ 200 bpm with motion artifact. At 13:12:38, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm with motion artifact. Post shock rhythm was svt/sinus tachycardia from 160-110 bpm with nsvt. The electrode belt was disconnected at 13:13:07 on (B)(6) 2025.